Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the gde (gas delivery assembly). The carefusion fa rep inspected the gde externally, no anomalies were found. Installed gde on to avea test station and powered in to user mode, ¿vent inop¿ was being displayed on the uim alarm banner. Cycled the power in to service mode to check the error log, found ¿bad cal, o2 sup pt¿ and ¿data error, air sup pt¿ in the error log history causing the ¿vent inop¿ alarm. Conducted exhalation valve characterization and test per test standard as gde was received, passed test. Re-ran exhalation valve characterization and test five times, passed all five times. Continued to inspect o2 inlet pressure transducer calibration and noticed that the 0 psig and 40 psig calibrations were set to 0. Removed bracket to inspect ribbon on the o2 inlet pressure pcba and was not fully inserted. Inserted ribbon properly and the ¿vent inop¿ alarm was no longer present. Also errors ¿bad cal, o2 sup pt¿ and ¿data error, air sup pt¿ no longer appear in the error log history. O2 inlet calibrations went back to normal as well. Re-ran exhalation valve characterization and test, passed once again. Continued to run peep verification, failed test. When testing the peep at 40cmh2o the pf-300 was reading 43.1cmh2o which is not within 3.5 or 2 cmh2o of 40cmh2o. Conducted calibration, flow control valve characterization and exhalation valve characterization. Re-ran peep verification test and passed this time. The carefusion rep was unable to duplicate the reported problem. Gde passed exhalation valve all times. Peep readings were stable. The peep did fail specification but was within specification after recalibrations.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the ventilator does not pass the exhalation valve characterization while using the avea ventilator. The customer reported the suspect device had an unstable peep and would not pass during testing. The issue was found during the preventative maintenance. Carefusion (cfn) technical support provided a purchase order of a gde (gas delivery engine). It was reported that this occurred during testing so it is understood that there was no patient involvement.